Manufacturer narrative:
One imp,tsv,mcol mg,4.7mm,11m (tsvmwb11) was returned for investigation with a mating cover screw. Visual inspection of the as returned product identified wear and debris about the implant threads, vent, and drive feature. The product matched print specifications where measured against drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. No device malfunction was found. However, the allegation of perforated sinus was confirmed through x-rays. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. PMA/510(k) number: k101880.

Event description:
It was reported that during an implant placement, the implant (tsvmwb11) was fully inserted into the sinus. Implant was removed and site was bone grafted. Tooth location 14.